Manufacturer narrative:
Details of the complaint on on (B)(6) 2019, (B)(6) at (B)(6) reported the transmitter (zm-530pa sn: (B)(6)) had overheated and caused batteries to split open. Investigation conclusion: the root cause of the heat damage is determined to be transmitter design did not foresee possibility of short circuit from incorrect insertion of the battery. Assessment determined that in a worst case scenario, the probability of harm is "unlikely or remote" as the maximum exterior temperature (42.6 c) is below the minimum temperature (44 c) that can cause a burn after prolonged (greater than 5 hours) skin exposure. The overall risk of this complaint is determined to be low. A new design change has been introduced to the transmitter rear case which would add an insulating sheet to prevent short circuit of the battery caused by incorrect battery insertion.

Event description:
The customer reported that they believe that their transmitter was drawing in too much power from the batteries, which was causing them to overheat and split.

Manufacturer narrative:
The customer reported that they believe that their transmitter is drawing in too much power from the batteries, which is causing them to overheat and split. The customer was not sure if this issue was discovered during patient use, but they do know for a fact that there was no harm or injury reported. The failed device will be sent in for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they believe that their transmitter is drawing in too much power from the batteries, which is causing them to overheat and split.